Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used in addition to dura prep and staples. Post-operatively, the patient developed blisters and irritation on the skin under the mesh tape. The patient was treated with antibiotics because there was oozing associated. The physician opined the case appeared to be a severe hypersensitivity reaction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).